Manufacturer narrative:
The field service engineer (fse) discovered the tubing from the diff preservative pump had become disconnected from the diff mixing chamber. The fse replaced the tubing and resolved the reported issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported diff vote outs and approximately three milliliters of fluid leaked from the right side of the instrument while performing 5c controls involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as the customer was performing quality control at the time of the event. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.